Manufacturer narrative:
E1: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, the patient reported that tape is not sticking and patient reports set has been use for 1 day. The blood glucose level at time of incident is 400 mg/dl and the high bg is found due to pen and blood glucose at time of call is 101 mg/dl. No further information available.